Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not be inflated and was ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and subjected to positive pressure. A balloon pinhole leak was identified approximately 2mm distal from the distal edge of the proximal markerband. No other issues were noted with the balloon material. The rate of burst pressure of this device is 12atm (atmospheres). The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. A visual and tactile examination of the shaft identified multiple hypotube kinks. This type of damage is consistent with excessive force being applied to the delivery system during device use. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon could not be inflated and was ruptured. The procedure was completed with a different device. No patient complications were reported.